Event description:
It was reported during a right sided atrial flutter ablation procedure; there was a steam pop with a safire bi-directional ablation catheter. The physician placed a non-sjm quadripolar catheter into the cs and a livewire decapolar ep catheter in the right atrium. An ept 1000 generator was used with settings of 60 degrees celsius and 65 watts and 120 seconds. The physician was ablating with the safire ablation catheter when he heard a pop. There were no pt symptoms. The temperature setting on the generator was decreased to 55 degrees celsius and the procedure was completed and was successful without further incident. The tachycardia stopped and there was complete bidirectional block. There were no consequences to the pt.

Manufacturer narrative:
(B)(6). Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.